Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. A manufacturing record evaluation was performed for the finished device lot number qhmlra and no non-conformances related to the reported complaint condition were identified. Investigation summary: the product was returned for evaluation. Ethicon inc conducted a visual inspection of the sample returned. Upon visual analysis of the returned product revealed that an empty winding former and a needle-suture product code sxpp1a406 were received for evaluation. Upon visual inspection of the returned sample, the needle was noted with marks and the suture present body fluids, damage at the tips and have a side of the fixation tab broken. It should be noted that a 100% inspection is performed via an automotive vision system to ensure the tab is present and complete during manufacturing. As with any device, care should be taken to avoid damage to the strand when handling. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength ¿ = 2360 g/m.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021 and a barbed suture was used. During the procedure, the fixation feature was found detached and was intact when the package was opened for sewing the muscle. Changed to another one to complete the surgery. There were no adverse patient consequences reported. Upon evaluation of the returned device, the fixation tab was broken. No additional information could be provided.